Manufacturer narrative:
Product complaint # ==> (B)(4). A picture of the sample was received for analysis. Upon visual inspection of the picture, ten needles with a part of the suture attached and eight without suture remnant could be observed. No further investigation could be conducted on the photo. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was received: staff collected all broken sutures with all needles in one box only, unable to identify any extra needles involved.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke and the needle pulled off. There were no adverse patient consequences reported. No additional information was provided.